Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that trend data revealed the patient received an inappropriate shock. It was also reported that there was the physician observed electromagnetic interference when the patient moved their shoulder. Follow-up was attempted to determine what correction actions were taken however, no new information was received. The device remains in use. No further patient complications have been reported as a result of this event.